Manufacturer narrative:
(B)(4). The device was returned for analysis. The inner member separated at the proximal end of the proximal balloon marker. The balloon separated at the proximal balloon seal. The fracture face was jagged. The separated portions including the balloon were not returned. Though difficulty removing the protective sheath was not reported by the site, based on the devices visual and functional analysis, it appears there may have been resistance with the protective sheath during sheath removal, which may have led to the separation of the balloon. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on an expanded investigation and further review of the complaint handling database and other sources of nonconformity data, it was determined that the device performance with regards to the difficulty with removing the protective sheath and subsequent balloon separation was potentially related to a manufacturing issue. Corrective and preventive actions to address this issue are in the process of being implemented and the performance of these devices will continue to be monitored.

Event description:
It was reported that the procedure was to treat a lesion located in the 85% stenosed, mid circumflex. The 3.5x8 mm voyager nc balloon catheter was to be used for pre-dilatation; however, when the device was checked prior to use, the distal tip of the balloon was found to be loose and not in a good wrap. The device was not used on the patient. A new balloon catheter was used successfully to complete the case. There was no resistance during removal of the protective sheath from the balloon catheter. No clinically significant delay in the procedure was reported. The return device analysis revealed the balloon was separated at the proximal seal. It was confirmed by the account to have occurred during preparation of the device. No additional information was provided.